Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted. However, found cracked end cap.

Event description:
It was reported via phone call that the insulin pump is functioning, but it appears to be cracked. The customer noticed that the process was taking longer so they looked at device, and then noticed that the drive support cap was moving and or protruded. The customer then removed reservoir, pushed drive support cap back in followed by taping cap in place so they could resume using the device. The customer's blood glucose was 163mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.